Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was bubbled and unattached downstream occlusion (dso) seal (in the middle and in the bottom right corner of seal). There was no patient involvement.

Manufacturer narrative:
D1 - brand name, d3 - mfg establishment name-corrected. One device was returned for analysis. Visual inspection found a delaminated downstream/upstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.